Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: d4 (expiration date), h6 (type of investigation, investigation findings, and investigation conclusions). The subject device is not available for evaluation, as it was discarded. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. All pertinent information available to edwards lifesciences has been submitted.

Event description:
It was learned through implant patient registry and medical records that a 19mm 11500a valve in the aortic position was explanted after an implant duration of 3 years, 11 months due to patient-prosthesis mismatch and sub-valvular pannus formation. The patient presented with nyha iii hf symptoms. The explanted valve was replaced with a 25mm 11500a valve. The patient was discharged from the hospital on pod# 6. Per medical records, the patient has been recently hospitalized for unwitnessed syncopal episode and presented with symptoms of nyha class iii hf. Echo revealed severe as secondary to patient-prosthesis mismatch and sub-valvular pannus. The patient underwent avr with aortic root and annulus enlargement. The patient tolerated the procedure well and was transferred to cticu postoperatively in stable condition. Per additional information, the device was discarded by the hospital and will not be returned for evaluation.

Event description:
It was learned through implant patient registry that a 19mm 11500a valve in the aortic position was explanted after an implant duration of 3 years, 11 months due to unknown reason. The explanted valve was replaced with a 25mm 11500a valve.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.